Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left lower quadrant pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included dyspareunia, uterine prolapse, retroverted uterus, pelvic pain female, dysmenorrhea and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy,lysis of intestinal adhesions.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter commented: trailing coils in right ostia: 2, trailing coils in left ostia: 1 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is a essure device in the left adnexa. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Patient details, reporter information, medical history, lab data added. Event medical device removal updated to event left lower quadrant pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 33-year-old female patient who had essure inserted for female sterilisation. On (B)(6)2014, the patient had essure inserted. On (B)(6)2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.